Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A3: "intersex", e1: phone = (B)(6), e3: pharmacy intern, h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a flexor ansel guiding sheath separated upon removal. Per the reporter, the surgeon had to pull "quite hard" when removing the sheath, because the artery was calcified. Reportedly, the "introducer body" became detached from the rest of the introducer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d10, h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22aug2025. Contralateral access was obtained in the right femoral artery for angioplasty of the left common femoral artery. The access site was not scarred, and the anatomy was not tortuous or stenosed; however, the arteries were slightly calcified, and the aortic bifurcation was calcified and acutely angled. Resistance was not encountered during insertion of the sheath. Another manufacturer¿s wire was used through the sheath during the procedure, as well as another manufacturer¿s balloon. Resistance was not encountered during insertion or removal of other devices through the sheath. The dilator was reinserted into the sheath prior to removal; however, the hub separated as the sheath was removed. Kelly clamps were used to grip the proximal end of the sheath outside of the body and the user pulled ¿very strong¿ on the sheath, removing the device from the patient. The procedure was completed successfully.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, a flexor ansel guiding sheath separated upon removal. Per the reporter, the surgeon had to pull "quite hard" when removing the sheath, because the artery was calcified. Reportedly, the "introducer body" became detached from the rest of the introducer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 22aug2025. Contralateral access was obtained in the right femoral artery for angioplasty of the left common femoral artery. The access site was not scarred, and the anatomy was not tortuous or stenosed; however, the arteries were slightly calcified, and the aortic bifurcation was calcified and acutely angled. Resistance was not encountered during insertion of the sheath. Another manufacturer¿s wire was used through the sheath during the procedure, as well as another manufacturer¿s balloon. Resistance was not encountered during insertion or removal of other devices through the sheath. The dilator was reinserted into the sheath prior to removal; however, the hub separated as the sheath was removed. Kelly clamps were used to grip the proximal end of the sheath outside of the body and the user pulled ¿very strong¿ on the sheath, removing the device from the patient. The procedure was completed successfully. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath. The sheath flare was intact, and no sheath material remained in the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿if resistance is encountered during sheath advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the arteries were slightly calcified and the aortic bifurcation was calcified and acutely angled. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.